Manufacturer narrative:
Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify battery or power anomalies, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.